Manufacturer narrative:
This report is filed march 17, 2016. The implanted device remains.

Event description:
Per the clinic, the patient developed cellulitis at the abutment site and the abutment was removed. The implanted device remains.